Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified. This occurred in therapy during night drain cycle four. The patient's ultrafiltration reading was 1653ml, which indicates that the home patient (hp) drained 1653ml more than their maximum programmed fill volume of 2500ml. This information meets iipv criteria. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This condition is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. The cause was determined to be a false empty detected and a use error, as the clinician inappropriately set the minimum drain volume percent setting too low. Homechoice apd systems trainer's guide. Section 12 "programming a prescription" in 12.3.3 on page 12-6 gives the warning that "if you set the minimum drain volume% too low, an incomplete drain could result for the patient. This could cause an increased intraperitoneal volume (iipv) situation". If any additional relevant information is received, a follow-up will be sent.